Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm during a correction bolus. The customer's blood glucose (bg) level was 230 mg/dl. The customer disconnected and reconnected from the infusion set site and insulin delivery was resumed. A correction bolus via the pump was delivered to address the bg level.